Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3486362.

Event description:
Related manufacturer reference number 3006705815-2023-00544. It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue. During the procedure, one of the patient's leads was found to be too malleable to be inserted into the new ipg. Both of the patient's leads were replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.